Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine device replacement for battery depletion, a new device was opened to be implanted, however the physician inadvertently re-implanted the old device, placed the new device in a biohazard bag and closed the pocket. The pocket was re-opened, the old device removed and a different new device was implanted. No patient complications have been reported as a result of this event.